Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction reoccurred. Caller terminated call and no further information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.